Manufacturer narrative:
During review of (B)(4), the original awareness date for the MDR 2518897-2018-00001, MDR 2518897-2018-00002 and MDR 2518897-2018-00003 was determined to be 01dec2017 based on emails included within the CAPA. Follow up reports are being submitted for the following mdrs: MDR 2518897-2018-00001, MDR 2518897-2018-00002, MDR 2518897-2018-00003.

Event description:
Manual verification during the pentax medical investigation confirmed 81 impacted patient cases. No adverse events have been reported to have occurred with any patients. Pentax medical singapore submitted a final medical device adverse event reporting form to the health sciences authority (hsa) on 09-may-2018. A separate MDR is being submitted for each of the 80 additional patients.

Manufacturer narrative:
H3. Software is installed at the facility. The following mdrs are being submitted for the 80 additional impacted patient cases. 2518897-2018-00057 thru 2518897-2018-00136

Manufacturer narrative:
Reports received from the same facility: 2518897-2018-00001_endoproiq_patient risk. 2518897-2018-00002_endoproiq_patient risk. 2518897-2018-00003_endoproiq_patient risk.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating endopro iq does not have an auto-clone feature for multiple procedures. Since this is a requirement in the (B)(4) in (B)(4), as a temporary workaround, manual cloning was enabled for clinical users of the software (enabled the following function in user maintenance: add new appointments in the rooms schedule). Endopro iq v7.8 also had a bug where certain siu messages where not being processed correctly by the system, the procedure schedules then failed to show up in the whiteboard scheduler. In order not to delay the endoscopic procedure, users then proceeded to manually create a schedule for the affected patient. Some users were not careful in entering the case number data (manual entry) of patients and this incorrect information affected the interfaced application in (B)(4). After a procedure report is signed by an endoscopist, the report is automatically sent to scm-a clinical results application in use in (B)(4). Incorrect case numbers led to reports being stored in the wrong patient folders in the (B)(4) system. The impact of incorrect case number entry is the misplacement of patient procedure data, doctors will have a hard time locating these records in the system and this may have adverse effects in terms of clinical decision making, especially if anatomical findings will be used for further treatment planning (e.g. The endoscopic report indicates the location of a mass in the colon, which will be used for surgical treatment planning). Communications with pentax technology r&d described incorrect entry of a patient mrn data (due to user error and user lack of training on how to merge patient records) during manual cloning led to reports being stored in the wrong patient folders in the (B)(4) system. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4), the manufacturer and the customer it support team are currently investigating this report.